Manufacturer narrative:
(B)(4).

Event description:
It was reported, the implantable neurostimulator was implanted after the device's expiration date. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Product ID 37744 lot# serial# (B)(4), product type programmer, patient product ID 3778-60 lot# serial# (B)(4), implanted: 2013 (B)(6), product type lead product ID 37754 lot# serial# (B)(4), product type recharger product ID 3778-60 lot# serial# (B)(4), implanted: 2013 (B)(6), product type lead. (B)(4).